Event description:
Caller states that the patient received the following inform system/lab results: 100mg/dl/47mg/dl; 90mg/dl/14mg/dl; 98mg/dl/36mg/dl/additional lab of 37mg/dl. Each comparison done within 10 minutes. No treatment information provided. Requested return of suspect system and replacement was sent.